Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and also alarmed battery test failed. The customer's blood glucose reading was unknown at the time of incident. Customer did not have pump at the time of the call and will call back for further troubleshooting.